Event description:
Failure code 810:04 was found in the pump's event history during product evaluation. It is unknown when this failure code occurred or if there was any pt injury or medical interventional necessary. No additional contract information is available.